Event description:
It was reported that the monopolar curved scissors instrument was not working properly. No additional information was provided. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering found the cautery plug missing from the back end. The nut that retains the plug is loose in the chassis resulting in the plug becoming unscrewed. Electrical continuity passed. Engineering also observed that material had been removed from the outer diameter of the main tube, located three inches above the tube extension. The tube extension also has a hairline crack between the keys at the distal end. No other damage found.